Manufacturer narrative:
This event occurred in (B)(6). Lot #: the patient could not remember the test strip lot number that was in use at the time of the event. When checking the patient's orders, the patient received test strip lot number 39393612 in (B)(6) 2018, so this is the most probable test strip lot number that was used. (B)(6). Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that he received an erroneous result when testing with coaguchek inrange meter serial number (B)(4). At 8 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.1 inr. At 8:30 a.m., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.6 inr. No adverse events were alleged to have occurred with the patient. The patient is healthy and doing well. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is once per week. The patient's product was requested for investigation, but is no longer available. Relevant retention test strips (lot 393936) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No product was available for return, so no further investigation is possible. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.